Manufacturer narrative:
New information received 2022-08-23 reports the patient endured an ischemic stroke during use of the device. The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for support using the impella cp optical device. During support, the patient endured an access site bleed that prompted a blood transfusion of at least 2 units of blood products.